Manufacturer narrative:
(B)(6). From information provided, it is known that the patient underwent 2 interventions to treat occlusion. The intervention conducted on (B)(6) 2015 is addressed in report # 3001845648-2016-00212. And the intervention conducted on (B)(6) 2016 is addressed in 3001845648-2016-00213. During the intervention conducted on (B)(6) 2015, treatment included additional stent placement. During the intervention on (B)(6) 2016, it was confirmed that this stent occluded. This third stent is addressed in this report. The stent of unknown rpn and lot number was implanted in the patient and is therefore unavailable for evaluation. With the information provided a document based investigation was carried out. Images were provided to support the complaint investigation and were reviewed and the following comments were provided by the independent reviewer: ¿findings: implantation angiography, one year post-implantation ultrasound and x-rays, 1.5 year post cta with runoff and secondary intervention angiography, two year post ultrasound and abi, and 2.5 year post repeat secondary intervention are provided along with the complaint report. The study lesion was a 6cm distal right sfa proximal popliteal artery occlusion. The lesion was eliminated with two overlapping ptx stents. By one year a severe focal proximal sfa stenosis was present on ultrasound while the stents were free of stenosis. By 1.5 years, the stents thrombosed on cta. Subsequent overnight lysis and angioplasty uncovered moderate in-stent stenoses in each study stent that was new since the one year ultrasound. These in-stent stenoses were consistent with neointimal hyperplasia. The proximal stent stenosis was located just proximal the overlap with the distal stent and in the expected location of the adductor canal. The distal stent stenosis was located at its training edge. After the proximal sfa stenosis was treated with angioplasty, a third stent, also likely a 120mm zilver ptx stent, was implanted across the proximal stenosis through the proximal study stent. At two year ultrasound, a severe stenosis, greater than 80%, developed in the new stent at the site of the proximal stenosis. Also, a greater than 50% from neointimal hyperplasia recurred in the proximal study stent. Subsequent angiography at 2.5 years demonstrated than the recurrent proximal study stent in­ stent stenosis was at the same location as before, just proximal the stent overlap. The in-stent stenosis from neointimal hyperplasia previously angioplastied in the distal stent did not recur. These two stenoses resolved after angioplasty. No inflow or runoff limitation was present. Two vessel runoff was provided by the anterior tibial and peroneal arteries. Impression: ln-stent stenosis from neo-intimal hyperplasia in both study stents was confirmed. The proximal stent developed moderate recurrent neointimal hyperplasia at the expected location of the adductor canal. The distal stent developed moderate neointimal hyperplasia at its trailing edge that resolved after the first secondary intervention. A severe proximal sfa stenosis developed during, the first year. This preceded and likely contributed to the development of study stent neointimal hyperplasia. Significant findings relative to the patient's anatomy were not observed. Significant findings relative to the disease state were observed. A severe stenosis developed in the sfa proximal the study stents during the first year. Significant findings relative to the use of the device were not observed. Significant findings relative to the design or performance of the device were observed. The study stents developed neointimal hyperplasia. The neointimal hyperplasia was likely exacerbated by the inflow limiting proximal sfa stenosis. Cause of adverse events was not observed.¿ the customer complaint can be confirmed as a severe stenosis developed in the new stent. According to the imaging review, at the two year ultrasound, a severe stenosis, greater than 80%, developed in the new stent at the site of the proximal stenosis. Restenosis is a common adverse event of endovascular procedures and can be caused by injury to the vessel (e.g. During pta and/or stenting). Vessel injury provokes an inflammatory response that leads to or amplifies the restenosis process. It may be noted that the surface of the zilver ptx stent is coated with the drug paclitaxel to help prevent subsequent restenosis of the artery. Based on the above, it is very unlikely that the reported stenosis could have occurred due to zilver ptx malfunction; however, a definitive cause of this event cannot be determined. It may be noted that restenosis of the stented artery is a known potential adverse event associated with the placement of this device. As the rpn and lot number of the stent are unknown, a review of the relevant manufacturing records cannot be conducted. However, prior to distribution all zilver ptx devices are subject to visual inspection and functional checks to ensure device integrity. According to the complaint information, treatment during the intervention conducted on (B)(6) 2016, included balloon angioplasty. No other adverse events were reported for the patient. Quality engineering will continue to monitor complaints of this nature for potential emerging trends.

Event description:
(B)(6); pt # (B)(6). Image review received relating to report # 3001845648-2016-00212 identified a zilver stent (likely a 120mm zilver ptx stent) that was placed during the intervention occurring in that report. From the information provided, it is known that the patient underwent 2 interventions to treat occlusion. The intervention conducted on (B)(6) 2015 is addressed in report # 3001845648-2016-00212 and the intervention conducted on (B)(6) 2016 is addressed in 3001845648-2016-00213. During the intervention conducted on (B)(6) 2015, treatment included additional stent placement. During the intervention on (B)(6) 2016, it was confirmed that this stent occluded. This third stent is addressed in this report.